Event description:
The patient reported to philips that while using the dreamstation 2, smelled a burning smell and smoke from the machine shut off. Patient stated that he tired to turn the machine back on and it would not turn on. The device was not returned. If additional information is received a follow up report will be submitted.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.